Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) ranging between 600 and 800mg/dl, and a loss of consciousness. The cause of elevated bg was unknown. The customer was transported via ambulance to the emergency room and was subsequently hospitalized in the intensive care unit. No information was provided regarding type of treatment received. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.